Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 suspected false negative sofia sars result for 1 symptomatic patient. The patient received a negative sofia sars result, but after repeat testing with an alternate method (method not provided) received a positive sars result. No other confirmatory testing completed.